Event description:
A healthcare facility reported a patient experienced endophthalmitis after an intraocular lens (iol) implant surgery. The patient will need a second surgery. Additional information has been requested but none received to date.

Manufacturer narrative:
Evaluation summary: the device history records review did not show any abnormalities. Also no remarks were made during the manufacturing process of the lot. No complaint sample has been received. The sterilization cycle was checked for this specific lot and no abnormalities were reported. The lot was released according to the specifications. Based on the performed investigation, no direct root cause for this issue could be found within the manufacturing and the sterilization process. The root cause is inconclusive, unable to verify. (B)(4).